Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was seen on (B)(6) 2015 for increased frequency and incontinence starting in the beginning of (B)(6). The patient met with a manufacturing representative (rep) for reprogramming and the medical records indicated that all electrodes were functioning. The patient was doing fine until a few months ago when the patient had a loss of stimulation and increased incontinence, going through several pads a day. They met with the patient yesterday, (B)(6) 2016. Impedances were taken and the patient was using program 1, 3+ 1-. The other programs were not available as the patient did not have the programmer with them. When the impedance test was run the patient did occasionally feel stimulation. The following electrode impedances, in ohms, were provided: c-o 1423 c-1 1111 c-2 1111 c-3 1111 0-1 greater than 4,000 0-2 greater than 4,000 0-3 greater than 4,000 1-2 1226 1-3 1317 2-3 1147 there had been no change in medication or urinary tract infection (uti) was present or change in overall health. Checking the % used the clinician programmer (cp) report from yesterday&#62688;appointment showed the total percent used as 100%. There was no trauma or fall that could be related to this issue. It was noted that they did not change any programming for the patient yesterday as they were not sure how to program with the impedance issues they were seeing. The change in symptoms/therapy was considered gradual. The recent issues came about gradually over the last few months, possibly since last (B)(6). The patient had another appointment with the manufacturing representative (rep) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.